Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During rio registration scrub tech could not get the verification to pass. Rio would register around .18mm and immediately go to 3mm during the verification swing. Tech and myself verified mics connection was successful in mics status test. Camera lens was then cleaned. Robot was shut down cables cleaned and restarted. Homeing completed. Re-registration would pass the cube, but would not complete the swing. Mics was disassembled, new trays were opened for the base array, mics and rio registration tool. New vizadiscs placed on registration x and base array. Re-registered the rio in the tka application, registration passed. The swing verification failed, after multiple attempts. Mako customer support was contacted and troubleshooting was unsuccessful. Fse contacted. Robot was then restarted, and pre surgery checks ran successfully. Surgeon, scrub and myself were unsuccessful at rio verification. Later on auto arm accuracy on the right side was checked and failed. Surgical delay of 30 minutes. (B)(6). ***additional information***: patient was under anesthesia. Case was canceled.

Event description:
During rio registration scrub tech could not get the verification to pass. Rio would register around .18mm and immediately go to 3mm during the verification swing. Tech and myself verified mics connection was successful in mics status test. Camera lens was then cleaned. Robot was shut down cables cleaned and restarted. Homeing completed. Re-registration would pass the cube, but would not complete the swing. Mics was disassembled, new trays were opened for the base array, mics and rio registration tool. New vizadiscs placed on registration x and base array. Re-registered the rio in the tka application, registration passed. The swing verification failed, after multiple attempts. Mako customer support was contacted and troubleshooting was unsuccessful. Fse contacted. Robot was then restarted, and pre surgery checks ran successfully. Surgeon, scrub and myself were unsuccessful at rio verification. Later on auto arm accuracy on the right side was checked and failed. Surgical delay of 30 minutes. Files uploaded to shared complaints: (B)(4). Patient was under anesthesia. Case was canceled.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: mps called saying he was unable to pass robot verification for (B)(4) case. Each time verification was off by about 2-5mm. Device evaluation and results: per gsp 165333: fse discovered the robot needed new j5 cables, a j2 bump stop and a kin cal. Fse replaced the j5 cables, 203251 & 203250, the j2 bump stop, 205021. Fse completed the followup matrix and also completed a kin cal on both sides. Product history review a review of device history records shows that on 10/08/10 1 device was inspected and 1 device was placed on: npr 10-10-0082, npr 10-10-0026, npr 10-09-0097, npr 10-09-0148, npr 10-09-0090, npr 10-09-0158, npr 10-09-0028, npr 10-09-0160, npr 10-10-0082, npr 10-10-0066, npr 10-10-0071, npr 10-10-0018. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.